Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump's volume delivery is incorrect by 20%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer¿s reported condition was confirmed. The device was put through the flow sensor test and failed and passed intermittently with seven different higher and lower readings. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.